Event description:
It was reported that this patient's right knee was revised approximately 4 year 10 months post initial operation. The patient presented pain to the surgeon. Surgeon removed all the components and replaced them with a competitors device. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6) a10012 - gps implant kit v2 (B)(6) 203-90-01 - 11-2624 powerpro sawblade (B)(6) 02-012-47-1509 - logic tibial insert std, sz 1.5, 9 mm (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 02-010-04-0315 - logic cr femoral por, right, sz 1.5 (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 203-90-21 - (2716) hall pwr pro/vers pwr plus 90x13/21x1.19mm (B)(6) 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 521-78-36 - threaded pin size 5.1 collarless (B)(6) 521-78-23 - threaded pin size 2.3 collared. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.